Event description:
It was reported that the patient's neurostimulator was turning off on its own. When the device was turned on, the voltage was noted at 0.30 volts but when she increased the stimulation, the message on the screen of the patient programmer displayed "turn stim on." Additional information was requested.

Manufacturer narrative:
(B)(4).